Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was noted in backup vvi mode. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of backup vvi mode was confirmed. The image of the device was reviewed, and was found the device to have experienced a power on reset (por) during appropriate high voltage (hv) therapy delivery. The reset caused the device to enter backup mode operation. The device was taken to the bench for functional testing, and normal device characteristics were noted. The cause for the por remains undetermined.